Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a power source alert occurred. Customer charged the pump using a different usb port resolving the issue. Customer's blood glucose level was not impacted.